Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) unit had balloon rupture. There was no harm or injury reported.

Manufacturer narrative:
Corrected field : d10 , h6 ( investigation findings ). Updated field : b4 , g3 , g6 , h2 , h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Additional contact name is (B)(6). The cs300 intra-aortic balloon pump (iabp) balloon ruptured. No other information available as of now. In future if we receive any further updates will reopen and update the investigation.

Event description:
N/a.